Event description:
It was reported that the atrial lead exhibited low impedance. During explant, insulation anomaly was noted. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.